Manufacturer narrative:
H6: articulation gear teeth damaged. Eval summary: one instrument was returned in good visual condition and loaded with a fully fired cartridge that was noted to be in good visual condition; however, the articulation mechanism was noted to be damaged as it only articulated two clicks to the left side. Although the articulation mechanism was noted to be damaged, the instrument was tested for functionality with a test cartridge and the staples malformed. The instrument was disassembled to verify condition of the internal components and the articulation gear teeth were noted to be damaged.

Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure, the staple line opened. The procedure was completed by hand-suturing. There was no pt consequence.